Manufacturer narrative:
Failure analysis noted that the insulin pump had no response from the arrow buttons due to flattened dome switches. There was no button error alarm. There was no moisture damage on the electronics. The pump had scratched display window, cracked display window corners, cracked belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was unknown at the time of incident. The customer stated that they were cycling and got caught in the rain. The keypad was completely unresponsive. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.